Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem would not power on. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. The cause of the improperly functioning charger/modem is the contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.